Event description:
It was reported that a pt underwent a sling procedure and a pelvic floor repair procedure in 2007. On approx one and a half months later, the pt presented with an exposure of the vaginal mesh at the suture lines of the anterior and posterior pelvic floor repair device. The pubovaginal sling mesh was intact and not revised. A surgical intervention was successfully performed on the pt on an unk date and the issue was reported as resolved on the following month.

Manufacturer narrative:
Conclusion- no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.